Event description:
During evaluation of a returned homechoice device, an increased intra-peritoneal volume (iipv) event was identified. This occurred in the therapy initiated on (B)(6) 2013 at 01:08:08. During night drain cycle one, the patient's ultrafiltration reading was 2037ml, indicating the home patient drained 2037ml more than their maximum programmed fill volume of 2000ml. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned and evaluated. A review of the event history log verified the occurrence of an increased intra-peritoneal volume (iipv) event. Upon conclusion of the investigation, the cause of the issue was determined to be a false empty detect and use error with the initial drain alarm setting inappropriately programmed. Homechoice / homechoice pro apd systems patient at-home guide states in the warnings that setting the I-drain alarm volume too low or off can result in an incomplete initial drain followed by a full fill. This can result in an iipv situation. A review of the label for the product family will be conducted. Should relevant additional information become available, a follow-up report will be submitted.